Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
Investigation testing could not duplicate the reported complaint. Info has been added to the database for trending purposes.